Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was advised to swap the bulb since they have a spare lamp in their lab. Replacing the lamp resolved the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when powering up the light source, the device would start clicking and flashing about 4 or 5 times and then would get the error message e103 (ignition error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely that the main lamp failure was the cause of phenomenon. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.